Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, during a hiatal hernia repair when stitching into the posterior cruse, the device was found to be difficult to unload but remained functional for additional reloads. At one point, the needle broke and part of the needle fell into the cavity. The broken needle was retrieved with graspers which were also used to remove the piece that was stuck in the device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.